Event description:
It was reported that when an asymptomatic patient presented for a routine follow-up, loss of sensing and loss of capture were observed. X-ray revealed lead dislodgement. Twiddlers syndrome was suspected. The lead was repositioned but was found dislodged again one week later. The lead was explanted and replaced without complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.